Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s3 bubble detector. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the stockert s3 bubble detector changed the bubble size selection without any input from the clinician. The clinician unsuccessfully attempted to re-select the correct size. The bubble sensor was powered off and the case was completed. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4), received a report that the stockert s3 bubble detector changed the bubble size selection without any input from the clinician. The clinician unsuccessfully attempted to re-select the correct size. The bubble sensor was powered off and the case was completed. There was no report of patient injury.